Manufacturer narrative:
The probable root cause is attributed to improper setup. Based on technical support engineer notes, the system issue was due to an improper camera orientation setting. The customer used the camera above/below toggle on the surgeon side console (ssc) touchpad, and the issue was resolved after the camera setting was adjusted.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, an operating room (or) staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the image of a single port 0-degree camera was upside down. The tse guided the caller through using the camera above/below toggle on the surgeon side console (ssc) touchpad, and the issue was resolved after the camera setting was adjusted. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
The issue was resolved with phone support. The customer used the camera above/below toggle on the surgeon side console (ssc) touchpad, and the issue was resolved after the camera setting was adjusted. No site visit was required. The system was working correctly. As of the date of this report, the single port 0-degree camera has not yet been received by intuitive surgical, inc. (Isi) for evaluation.